Manufacturer narrative:
Alleged failure: cracked product. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be normal wear, sterilization methods, and/or rough handling by user. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The device manufacture date is not known. (B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: cracked product. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be normal wear, sterilization methods, and/or rough handling by user. The reported failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the insulation had been compromised.